Manufacturer narrative:
Block h6: device code 3270 captures the reportable event of stent first flange failure to expand. Device code 3009 captures the reportable event of stent positioning issue. Block h10: the returned hot axios stent and delivery system was analyzed, and a visual evaluation noted that the stent returned fully deployed and expanded. Kinks in the outer and inner sheath were noted. The stent was measured to be within specifications. No other issues with the device were noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors, such as technique used by the physician and the anatomy of the patient. The outer sheath and inner sheath were returned kinked and are most likely due to excessive force applied when the physician pulled back to fully deploy the stent in the duodenum. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during a cyst drainage procedure performed on (B)(6), 2019. According to the complainant, during the procedure, after deploying the first flange of the stent, the first flange failed to expand. The physician attempted to deploy the second flange of the stent and when the delivery system was pulled back into the duodenum, the stent ended up fully deployed in an unintended location. The stent was removed from the patient using a snare. The procedure was not completed, because the physician did not have another hot axios stent available. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during a cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after deploying the first flange of the stent, the first flange failed to expand. The physician attempted to deploy the second flange of the stent and when the delivery system was pulled back into the duodenum, the stent ended up fully deployed in an unintended location. The stent was removed from the patient using a snare. The procedure was not completed, because the physician did not have another hot axios stent available. There were no reported patient complications as a result of this event.